Event description:
It was reported that the patient presented at clinic for a follow up visit. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited noise over-sensing from myopotentials. Programming changes were made to resolve the issue. The patient was stable.